Event description:
A caregiver (cg) contacted baxter's (B)(4) regarding a home choice (hc) low drain volume alarm that occurred during the initial drain. The cg noticed large air gaps in the patient line. The technical service representative (tsr) explained that the patient line did not prime properly and advised to end therapy and start over with a new cassette and bags. The tsr further assisted the cg through ending the therapy and advised the cg to call back for help in bypassing the initial drain after priming was complete. On (B)(6) 2010 (B)(4) contacted the cg who stated she started over with new supplies without any problems. The cg confirmed this was an isolated incident. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for air in tubing without alarm. Per the complaint information, the patient saw air in the patient line. This complaint was not confirmed in the lab due to a lack of sample. There was not enough data within the complaint information to identify root cause. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. No batch review will be performed as the lot number is unknown.